Event description:
A diamondback 360 coronary orbital atherectomy device (oad) and viperwire advance guide wire with flex tip were advanced to the left coronary artery (lcx). A treatment was performed from proximal to distal lcx, however, the oad did not cross the lesion after the first treatment. Glideassist was activated to cross the lesion. Two distal to proximal treatments were performed on low speed. Afterwards, it was noted that the tip of the driveshaft had fractured. The fractured tip was pulled out by the spring tip. The lcx was rewired successfully. Balloon angioplasty and stent placement were performed to complete the procedure. The patient was stable.

Manufacturer narrative:
The oad was returned with a driveshaft fracture at the distal side of the crown. The guidewire was returned engaged in the fractured distal driveshaft section. Scanning electron microscopic analysis identified fatigue striations at the site of the driveshaft fracture. This can occur when the driveshaft undergoes excessive flexing near the crown due to spinning in excessive tortuosity of resistance that pushed the driveshaft into a tight bend. The reported event of driveshaft fracture was confirmed, however, the root cause was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).